Manufacturer narrative:
Due character restriction on field e1: event site name: getinge group japan co., ltd. Tokyo office. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra aortic balloon pump (iabp) had frequent automatic refill errors. There were no adverse consequences to the patient reported.